Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: (B)(6) 2022. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient is experiencing pain and shocks from the stim. The patient stated that it's not so much a shock, but it feels like a pulse from a tens unit. The patient stated that she wears the coil on her foot over a sock and she feels her nerves being stimulated up her leg and eventually it feels like all the nerves in her body are being stimulated. The patient stated that the pain feels like a 6 out of ten. The patient stated that she already has nerve pain. The patient stated that she has not recently increased her daily activity. It was later reported the patient was told by her doctor, due to pain, to discontinue using the product.

Event description:
It was reported by the sales rep that the patient is experiencing pain and shocks from the stim. The patient stated that it's not so much a shock, but it feels like a pulse from a tens unit. The patient stated that she wears the coil on her foot over a sock and she feels her nerves being stimulated up her leg and eventually it feels like all the nerves in her body are being stimulated. The patient stated that the pain feels like a 6 out of ten. The patient stated that she already has nerve pain. The patient stated that she has not recently increased her daily activity. It was later reported the patient was told by her doctor, due to pain, to discontinue using the product. No product was returned for evaluation.

Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, d4: UDI, g1: contact office and manufacturer site, g6: report type additional information - g3, h4: device manufacture date, h6: device code, impact code, method, and results, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.